Manufacturer narrative:
On 9/6/2019, the mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. On 9/17/2019, during analysis of the sample was found rupture and received incomplete in two parts. Siltex cracking was found in the edges of the tear. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: pc-000520527

Event description:
It was reported that a hispanic female patient underwent a breast augmentation primary with a mentor memorygel breast implant 175cc and experienced bilateral rupture. As a result, the patient had undergone removal without replacement on (B)(6) 2019. This medwatch is for the right breast implant.